Manufacturer narrative:
Product event summary: the full lead was returned for analysis. The overlay tubing of the lead became extrinsically distorted due to kinking/buckling. The overlay tubing was pulled/stretched/overstressed. Visual summary analysis of the lead indicated damage at implant. Visual summary analysis of the lead indicated stretching.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the lead was attempted but not used during the implant procedure. The lead was positioned; however, the measurements were not within acceptable range. The lead was retracted for repositioning. There was difficulty maneuvering the lead to a new location and there was resistance with the introducer. The lead and introducer were removed and the lead was replaced. On visual inspection of the lead it was noted that the lead contained an additional clear plastic ring on the body between the right ventricular (rv) coil and the superior vena cava (svc) coil. No patient complications have been reported as a result of this event.